Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is meant by ¿clips not forming correctly¿? (Please reference the attached picture of clip shapes). Where all three clips not forming or was it the second or third clip that did not form? When they went back in to correct the bile leak, were clips visible? What was their shape? Can you provide more details on how the bile leak was treated? What were the indications for bringing the patient back to the or? What procedures were done to evaluate the patient for the second procedure? What does the surgeon think was the cause of the free air and free fluid?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly on bile duct and cystic artery. Surgeon put three clips on duct. Case completed with adding more clips. The patient was then brought back to the operating room at one a.m. Because of free air and free fluid. The patient had a bile duct leak. The surgeon placed endoloop on one end of bile duct and endoloop and el5ml on other end of bile duct. Patient consequences reported; intubated ICU hypertensive early sepsis acute renal failure in critical condition.